Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap coly procedure the device was spitting scissored clips and they completed the case with the device. There was no patient consequence reported. The device was discarded.